Event description:
The customer reported a speaker malfunction error was displayed. The device was in use on a patient. There was no report of patient or user harm. A good faith effort attempt conducted confirmed there was no sound present at the device in stand alone mode.

Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) talked to the customer and confirmed the defective speaker and arranged for a replacement speaker assembly to be sent to the customer to solve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
The customer reported an intermittent speaker problem. It is unknown if the device still had sound or if a speaker malfunction error was displayed. It is unknown if the device was in use on a patient. There was no report of patient or user harm.